Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that during a routine follow-up, the pulse generator was interrogated and the message -data not read- was displayed for battery voltage. The device was explanted and replaced.